Event description:
It was reported that device migration occurred. A left atrial appendage (laa) closure procedure was being performed. Transesophageal echocardiography (tee) imaging was used intraprocedural. Venous femoral access was obtained. A watchman access system (was) was positioned at the laa. A 35mm watchman flx closure device and delivery system (wds) were advanced and the closure device was deployed and subsequently implanted after release criteria had been met. Upon implantation, the closure device was suspected to have shifted proximally, causing a shoulder on the limbic side and had lost compression. The physicians decided to retrieve the closure device and access to the left atrium (la) was gained using a non-boston scientific (bsc) access sheath. A non-bsc forceps retrieval device was inserted and grabbed a hold of the closure device, yet the angle was poor, and the physician released the grip on the non-bsc forceps causing the closure device to relocate to the mitral valve (mv). An 18f sheath was placed in the left femoral artery. A 9.5f steerable sheath was inserted and positioned across the aorta. The non-bsc forceps retrieval device was inserted in the 9.5f sheath and the closure device was retrieved and gently pulled through the mv, into the descending aorta, into the 18f sheath and subsequently removed from the patient. Tee evaluated the mv and there appeared to be damage to one of the mv leaflets. No intervention was decided for the mv at that time. The procedure was concluded. The patient is expected to fully recover.